Event description:
It was reported that the patient could not turn the stimulator on. The patient didn¿t know why it their ins wouldn¿t charge.

Event description:
Follow up information reported that the manufacturer¿s representative met with the patient for reprogramming where the settings on implantable neurostimulator (ins) were adjusted and better coverage achieved after re-orienting the sensor feature. The patient also met with their nurse practitioner for medical management. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported that the patient received assistance their doctor and the manufacturer¿s representative and the issue was resolved. Specifically, the settings (and ¿sensations¿) on the patient¿s implantable neurostimulator (ins) were adjusted (date unknown) and that they have had no further problems since. The patient noted ¿so far everything is running fine¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a power-on reset (por) condition on their device. It was also stated the patient touched the navigator button and re-synced their device. The patient was then able to charge and it was reported the issue was solved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).